Event description:
The hub-to-sheath interface of the cook medical check-flo introducer set broke off during sheath removal and the retained sheath was unable to be captured. Surgeon completed a cut down and removed the sheath. Patient was in stable condition.

Event description:
The hub-to-sheath interface of the cook medical check-flo introducer set broke off during sheath removal and the retained sheath was unable to be captured. Surgeon completed a cut down and removed the sheath. Patient was in stable condition.